Manufacturer narrative:
During testing, it was found that the device door roller was missing and the door roller pin was broken. The customer contact's report of e430 (proximal air sensor fail) was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device audibly alarmed e340 (proximal air sensor fail) error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device door roller was missing and the door roller pin was broken.